Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2025-07705), was submitted on 01-may-2025. Upon completion of the investigation, the manufacturing date was updated as 03-jul-2024. Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008000, in question was manufactured at the reynosa site. Device history record (DHR) review: the 6008000 was manufactured according to the work instruction (wi) version 79 manufactured in the line multivac 12, on 03/jul/2024, with a total of (B)(4). Assembly: the lot 4f05216 was assembled according to wi version 27 on-line inspection for assembly of quick set on 02/jul/2024, with a total of (B)(4) units. The lot 4f05217 was assembled according to wi version 27 on-line inspection for assembly of quick set on 02/jul/2024, with a total of (B)(4) units. The lot 4f05218 was assembled according to wi version 27 on-line inspection for assembly of quick set on 03/jul/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced that infusion set needle was broken at abdomen on (B)(6) 2025. The infusion set was in use for one day. No further information was available.